Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation the root cause could not be identified; however, it is likely that a patient board set (circuit board/printed circuit board) failure led to the malfunction. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the procedure was completed using a similar device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the video system center had no image. The issue occurred during preparation for use. The intended procedure was completed and there were no reports of patient harm.